Manufacturer narrative:
Box g: foreign added to report source.

Event description:
A dreamstation bipap avaps25 device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles.